Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).

Event description:
Customer reported false negative reaction with a sample with a history of anti-e using 0.8% selectogen cells lot vs727. Customer stated that the sample was tested on (B)(6) 2014 with selectogen lot vs727 and antibody screen was reported negative by provue. Repeat antibody screening using the same lot of screening cells and gel cards but with 20 mins incubation gave a 1+ reaction with e+ cells. Customer further stated facility received new lot of screening cells and the sample failed to react with 15 mins incubation but when testing was repeated using 20 mins incubation a positive reaction was noted.